Event description:
The complainant alleged that during biomed testing, the device's paddle charge light was on, however the device would not charge. The complainant indicated that there was no pt involvement in the reported malfunction.